Manufacturer narrative:
The electrosurgical unit was not made available to perform a technical safety check (tsc). The esu serial number was not provided. Therefore, a review of the unit's device history record (DHR) could not be performed. Per the incident report, the esu "accidentally" activated when connected to an instrument. Since a tsc could not be performed on the unit and a serial number was provided, no determination could be made as to the cause(s) of the reported incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a varicose vein surgery (ligation and stripping of the great saphenous vein on the left side). The report indicated that an electrode from a third-party manufacturer was used. No other information was provided regarding any accessories used in the operation. Additionally, no information was conveyed involving the equipment settings. Per the reported incident, the esu "accidentally" activated when connected to an instrument. This resulted in a patient burn. No information was communicated regarding the burn appearance, size, exact location, or severity. The burn was treated with a cold compress and burn ointment.